Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined that the motor ran erratically, and its rpm was below specifications. The motor was replaced and resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
It was reported that the electric motor is running slower than normal. The event occurred during surgery. There was a 1-15 min delay and an alternate product was used to complete the surgery. There was no harm to the patient. Investigation showed the rpm's were below specification. No adverse event was reported as a result of this malfunction.